Event description:
It was reported by service report that the bed scale and angle were not accurate. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Bed out of calibration.